Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported the doctor said he could not see though the tip of the trocar. He said the "plastic was too thick". A bladed trocar, 355ld, was pulled to finish the case. There was no consequence to the patient.